Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the generator was turned on and the needle was connected but the temperature was not indicated. There was no patient involvement.